Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-05074 / 05075).

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2002. Subsequently, patient alleges hearing a clunking noise and then falling, which occurred on multiple occasions. Subsequently, patient was revised on (B)(6) 2015 due to a fractured patellar component and poly wear. During the procedure, patella was removed and the bearing and locking bar were removed and replaced. No further information has been provided.